Manufacturer narrative:
G4:22feb2021; b4:04mar2021; h11:g5:k102985. H10: the customer was provided with information to replace the touchscreen and the customer requested to have the service order closed. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 03feb2021.

Event description:
It was reported to philips that the v60 touchscreen will not calibrate. The device was not in use at the time of the event. This issue occurred while trying to calibrate the touchscreen. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer is not reporting any damage on the touchscreen. The rse advised the customer the touchscreen is likely the failure and to have it replaced.